Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic-like fibers were observed in an unspecified number of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between february 10, 2018 - february 11, 2018. One sample was received for evaluation. A visual inspection was performed which revealed two (2) white floating particulate matter inside the fluid pathway of the returned sample. The pm was further analyzed and described as colorless and elongated. One of the particle was approximately 6.3 mm total length and the other particulate was difficult to image approximately 7.6 mm total length with a tapered end. The morphology of both particles was consistent with needle strikes. No functional testing was performed for this complaint. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.